Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/9/2025, an FDA medwatch notification was received via email. A facility representative reported that a patient underwent a coronary artery bypass graft procedure in (B)(6) 2025, during which a fibertape sternal closure was used. The patient then presented with a corynebacterium amycolatum sternal wound infection, requiring additional surgery. No further information was provided. Additional information received on 4/16/2025: the patient underwent initial surgery on (B)(6) 2025, during which an ar-7288 fibertape sternal closure, an ar-7289t tigertape sternal closure, and an ar-7288t tigertape sternal closure were implanted. Postoperatively, on (B)(6) 2025, the patient developed sternal wound drainage, gas accumulation, and fluid collection extending to the mediastinum. To address these complications, the patient required multiple irrigation and debridement procedures, along with wound vacuum-assisted closures, performed on (B)(6) 2025. Following these interventions, the patient underwent a bilateral pectoralis flap procedure for chest closure. During an additional surgical procedure, the implants were explanted; however, the specific implants removed, and the exact date of the surgery remain unclear. Additional information requested on 5/12/2025.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.